Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat lesion in the posterior tibial and anterior tibial arteries (pta <(>&<)> ata) using submarine rapido balloon device, it was reported that during inflation the balloon burst, it is unknown at what pressure rate the balloon burst. The device was removed from packaging, inspected and prepped as per IFU with no issues noted. It was reported that there was a possibility that this event could lead to a foreign piece in the patient with a risk of thrombosing. There was no abnormality noted with the patient's anatomy. It was reported that this event occurred twice. No patient injury reported in this event "please note that this device (submarine rapido) is not marketed in the united states; however, it is similar to the united states marketed device (submarine plus). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.